Manufacturer narrative:
The removed ui front bezel assembly was returned to the failure investigation lab (fi). A visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination. The fi technician installed the ui front bezel assembly into a fi ventilator to duplicate the reported issue. The customer complaint was verified. The navigational -ring potentiometer pre-load and resistance measurement test failed. There was contamination buildups found on the rotary adjustment assembly that causes the navigational - ring not to function properly.

Manufacturer narrative:
G4:22mar2021. B4:02apr2021. H11: b5: it was reported to philips that the device's navigational ring was not moving and then the device would not power on. H10: philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel and a power management printed circuit board assembly (pm pcba) the fse replaced the front bezel and the pm pcba to resolve the reported issue. The device passed performance verification tests. Following the repair, the device was returned to the customer to be placed back into service. A similar investigation was performed; it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2021.

Event description:
It was reported to philips that the device's navigational ring was not moving. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.